Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. The device was received with cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading at the time of the call was 306 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.